Event description:
The report received from the affiliate indicated that during an electrophysiology procedure, the si avanti+ 8f std w/gw no obt catheter sheath introducer (csi) separated in the patient. The product was introduced into the femoral vein. No resistance or other anomaly was observed. After having connected the infusion at the site port, there was a leakage at the puncture. The health professional decided to change the sheath, introduced a new cordis-wire into the lying sheath (within the body of the patient) without any difficulties or resistance, in order to remove the sheath. Only the upper part (valve and support) could be removed, but the distal part remained in the body of the patient and could not even be retrieved with a clamp. A surgical intervention, followed by a vascular suture, was necessary (prolongation of procedure was approx. 120 min.). Loss of blood was about 700 ml, but no erythrocytes necessary. No patch necessary. Any possible heat damage on the distal part is due to the diathermy instrument used during the surgical intervention. The patient is fine. Additional information has been requested.

Manufacturer narrative:
The report received from the affiliate indicated that during an electrophysiology procedure, the si avanti+ 8f std w/gw no obt catheter sheath introducer (csi) separated in the patient. The separated piece was surgically removed. The patient is reported to be in good condition. The product was introduced into the femoral vein. No resistance or other anomaly was observed. After having connected the infusion at the site port, there was a leakage at the puncture. The health professional decided to change the sheath, introduced a new cordis wire into the lying sheath (within the body of the patient) without any difficulties or resistance, in order to remove the sheath. Only the upper part (valve and support) could be removed, but the distal part remained in the body of the patient and could not even be retrieved with a clamp. A surgical intervention, followed by a vascular suture, was necessary (prolongation of procedure was approx. 120 min.). Loss of blood was about 700 ml., but no blood transfusion was necessary. No patch necessary. Any possible heat damage on the distal part is due to the diathermy instrument used during the surgical intervention. The patient was reported to be fine. One non-sterile 8fr sheath introducer was received inside a plastic bag. The cannula was received broken at 1cm from distal end. The broken point looks elongated and ragged. Inner and outer diameter of the cannula were measured and were found within specification. Review of lots 15705904 and 15701237 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported 'cannula 'broken/separated' by the customer was confirmed. However the cause of the failure could not be determined. Controls are in place to prevent this type of failure from leaving the facility. Based on the information available for review, there are possible procedural factors (diathermy instrument used during surgical intervention) that may have contributed to this event. Based on the product analysis, the elongated and ragged edges of the cannula at the point of separation suggest the cannula was stretched until separated. Neither the DHR review nor the product analysis suggests that the reported failure and the damaged found are related to the manufacturing process. Therefore no corrective actions will be taken.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated: the report received from the affiliate indicated that during an electrophysiology procedure, the si avanti+ 8f std w/gw no obt catheter sheath introducer (csi) separated in the patient. The product was introduced into the femoral vein. No resistance or other anomaly was observed. After having connected the infusion at the site port, there was a leakage at the puncture. The health professional decided to change the sheath, introduced a new cordis-wire into the lying sheath (within the body of the patient) without any difficulties or resistance, in order to remove the sheath. Only the upper part (valve and support) could be removed, but the distal part remained in the body of the patient and could not be retrieved with a clamp. A surgical intervention was performed to expose the femoral vein and liberate the sheath from the venous puncture site, using local anesthetics and analog-sedation (prolongation of procedure was approx. 120 min.). Loss of blood was about 700 ml, but no transfusion was necessary. Hemostasis was achieved through multiple sutures of the femoral vein. No patch was necessary. Any possible heat damage on the distal part is due to the diathermy instrument used during the surgical intervention. The patient was reported to be in good condition. One non-sterile 8f sheath introducer was received inside a plastic bag. The cannula was received broken at 1cm from distal end. The broken point looks elongated and ragged. Inner and outer diameter of the cannula were measured and were found within specification. Review of lot 15701237 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported 'cannula 'broken/separated' by the customer was confirmed; however, the cause of the failure could not be determined. Controls are in place to prevent this type of failure from leaving the facility. Based on the product analysis, the elongated and ragged edges of the cannula at the point of separation suggest the cannula was stretched until separated. Neither the DHR review nor the product analysis suggests that the reported failure and the damaged found are related to the manufacturing process. Therefore no corrective actions will be taken.